Manufacturer narrative:
Findings: pump received with minor scratched lcd window, broken belt clip slot, broken reservoir tube lip and missing reservoir tube o-ring. Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with normal operating currents. Pump passed the self-test. Pump passed the unexpected restart error test. Pump passed off no power test.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 116 mg/dl. Customer stated that there is broke plastic at reservoir chamber and missing o-ring caused when reservoir was removed. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.